Manufacturer narrative:
Event site telephone with extension :(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that the patient was transferred from one facility to the customer's facility with the intra-aortic balloon (iab) catheter already in place. On the following day the nurse noticed frank blood present in gas line. There was a "loss of helium" and a "blood in tubing" alarm generated. Perfusion advised the nurse to put iab pump on standby. Cvt (cardio vascular thoracic)was informed. Patient was taken to or (operating room) to remove the iab. The iab was removed without difficulty and a new iab was reinserted so that therapy could continue. Iab pump was shut off and replaced with new one. The patient expired, but the date of death is unknown. The death was not attributed to the device, per the facility the patient expired due another complications several days following surgery. This report is for the 2nd iab used, which had no reported malfunction.

Manufacturer narrative:
Device available for evaluation? Changed from: yes to: no since it has since been reported that the product was discarded. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that the patient was transferred from one facility to the customer's facility with the intra-aortic balloon (iab) catheter already in place. On the following day the nurse noticed frank blood present in gas line. There was a "loss of helium" and a "blood in tubing" alarm generated. Perfusion advised the nurse to put iab pump on standby. Cvt (cardio vascular thoracic)was informed. Patient was taken to or (operating room) to remove the iab. The iab was removed without difficulty and a new iab was reinserted so that therapy could continue. Iab pump was shut off and replaced with new one. The patient expired, but the date of death is unknown. The death was not attributed to the device, per the facility the patient expired due another complications several days following surgery. This report is for the 2nd iab used, which had no reported malfunction.